Manufacturer narrative:
A philips remote service engineer performed trouble shooting with the customer and confirmed there was no sound from the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The customer was provided a part ID for a replacement cpu board to resolve the issue.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that a speaker malfunction error was displayed. The device was not in use on a patient at the time of event, there was no adverse event reported.